Event description:
It was reported by a health insurance company that they suspect that several clients received a potentially defective hip system. It is unk at this time if the hip product is actually the durom cup. The date of the surgery is unk and the status of whether or not a revision surgery has taken place or is in discussion is also unk. It is noted that the pt is currently being monitored.

Manufacturer narrative:
This complaint is very unclear. The report did not mention if the product is a zimmer product and no event was reported. Just because it is a legal case we report this complaint. The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. With the info given so far, no further investigation is possible. Based on an extensive investigation of events reported from several user facilities outside the u.s. Zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in nov 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in jul 2008 as correction z-2415/2426-2008. There will be no further investigation and no f/u reports needed for this case and zimmer (B)(4) will consider this case as closed. (B)(4).